Event description:
It was reported that a patient underwent total knee arthroplasty on (B)(6) 2011. During the procedure while using a 4 in 1 cut block, the tip of the signature spring drill pin fractured and was retained in the patient's bone.

Manufacturer narrative:
Product identification supplied by sales associate was incorrect. The correct lot number is 187480. Evaluation of device found evidence that failure mode was due to bending overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Knee implant package insert states; intraoperative fracture or breaking of instruments has been reported. In addition, instruments, which have experienced extensive use or excessive force, are susceptible to fracture. A fax was sent to inform the user facility of the event on december 27, 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.